Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.